Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube thread and cracked reservoir tube lip. The insulin pump also has stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 295 mg/dl. The insulin pump will be replaced.